Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was locked and failed to open. A field service engineer verified that the refrigerator storage was not opening or releasing properly, accessed the remote manager door and tested the lock mechanism, opened the refrigerator door multiple times to restore functionality, after which it operated normally. The customer also tested and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager, refrigerator door was locked and failed to open. Customer tried to recover but issue persisted. User was unable to access the medication in the refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.